Manufacturer narrative:
Device evaluated by manufacturer? No. Lens not returned. Method evaluation: work order search. Evaluation result: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated a 13.7mm micl13.7 implantable collamer lens, -10.0 diopter, tore and there was no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Based on the complaint history, work order search, medical review, product evaluation, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): medical review. Results: (evaluation result): per medical review - reportedly, intraoperative micl removal was performed to address unspecified lens tear. No reported incision enlargement or any other tissue damage during lens removal. No reported postoperative sequelae. No additional information was received to date. Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).